Manufacturer narrative:
Investigation evaluation: only one (1) of the four (4) clips said to be involved were returned. Our laboratory evaluation of the product said to be involved could not confirm the report because functional testing could not be performed on the device since the device was returned with the clip detached from the deployment catheter. However, the clip was included with the return. The deployment device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gastrointestinal (gi) position with the tip in the maximum retroflexed position to simulate a worst case position. The drive wire moved freely with an expected amount of forced applied to the handle. A close visual inspection showed the clip jaws had proper coined edges. The interior of the clip housing and distal end of the deployment catheter were examined under magnification and no defects were observed that may have contributed to the observation by the user. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "precautions: if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. If separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." During an attempt to deploy the clip, the device components are altered as the drive wire begins to pass through the clip driver. Once this occurs, the clip is in a partially deployed state and opening/reopening the clip jaws may not be possible. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used four (4) cook instinct endoscopic hemoclips. [The] clips did not open after they were closed. Per clarification received from the cook sales representative on (B)(6) 2016: the clips would not open once they were attached to the tissue.